Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report # 1627487-2017-08550 it was reported that the patient lost effective stimulation coverage due to lead migration. X-rays confirmed lead migration. As a result, patient underwent surgical intervention on (B)(6) 2017 wherein the leads were explanted and replaced with a single lead (different model). Effective therapy has been restored.